Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had likely bonded with the silicone seal rings of the lead. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
Boston scientific received information that during routine device change out, the right ventricular (rv) lead was stuck in the device header. The device header was cut and the lead was successfully removed. No adverse patient effects were reported.